Event description:
The pt implanted with this implantable cardioverter defibrillator (ICD) was to undergo laparoscopic surgery. Prior to this non-cardiac related procedure, the therapy delivery capabilities of the device were temporarily disabled with magnet application. After the surgery, the pt was reported to have went into ventricular fibrillation. The device recorded that therapy was not delivered indicating the magnet function was still on. Several subsequent nonsustained episodes were recorded, with ventricular undersensing. The pt was then successfully converted into normal sinus rhythm. Device function was reported to be normal. Subsequently, it was reported that the pt had suffered brain damage and died a few days later.